Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm on the insulin pump. Troubleshooting was performed. Customer advised they replaced the infusion set multiple times to resolve the issue and the alarm recurred multiple times. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test; it failed prime / seating test during testing due to a faulty force sensor. Unable to perform displacement, basic occlusion, force sensor, occlusion tests or verify no delivery alarm due to the faulty sensor.